Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the cable shortage could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported by the customer, the high-definition camera head had a short in the cord. The image was going in and out when wiggling the cord. No patient harm reported.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the issue was confirmed. There were intermittent white lines in the image when moving the cord due to a shortage in cable. The focus ring was too loose. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.